Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No delivery alarm or occlusion - unknown timing not confirmed. No audio anomalies or hardware low level failures noted during testing. Audio levels changed when adjusted. No hardware low level failures found in pump history file. Audio or vibrate anomaly or absence of alarm not confirmed. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was failed to deliver bolus and no alarms was occurred. The customer's blood glucose value was 3330 mg/dl at the time of incident. The customer was reported that they heard crunching sound inside. The insulin pump will be returned for analysis.